Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product code was returned to ethicon for evaluation. One winding former and one needle suture in two sections were received for analysis. Product code pdp024h. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture was examined, and damage (crushed) was observed on the suture pieces. The product code pdp024h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional investigation summary : the product code was returned to ethicon for evaluation. Nine unopened samples were received for analysis. Product code pdp024h. To evaluate the condition of the returned samples, the packets were opened. The sutures were dispensed and examined along the strand. Damage (crushed) was noted on the strands. The functional test was performed in all samples using instron equipment and the tensile force was above the minimum requirements. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: new information received by email from the customer : the first suture broke during use (during anastomosis). The bloc team noted a pinching on the thread weakening it and promoting breakage. About 10 threads were tested by the block team and by the pharmacy, the threads broke by simple manipulation. We did not test all the threads of the same lot however we put them aside so as not to use them.

Event description:
It was reported that a patient underwent a sigmoid perforation on diverticulosis procedure on (B)(6) 2024 and suture was used. During anastomosis, the sutures break. A pinch was observed on the thread, weakening it and encouraging breakage. No consequences for this patient. Other sutures from the same batch were tested and found to have the same defect. Change to another reference. Withdrawal of the batch concerned as unusable, with the risk of increasing the intervention time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please clarify the total number of sutures involved in the event and how many to be returned? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)